Event description:
It was reported that with stimulation turned on there was a loss of stimulation effect and tingling/burning sensations in the area of the extension. Intra-operative testing showed normal impedances and stimulation effect for the lead. After replacing the extension, it was noted that it was not possible to fix the lower pin of the front socket. When small forces were applied the pin slipped out of the socket. The device was replaced. It was noted that there was a loss of insulation approx 5 cm from the connector which was likely to be explant damage. The screw of the device socket was taken out when trying to fix the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The stimulator and extension have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Additional information: the patient outcome was "ok".